Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
This right ventricular (rv) was explanted as the lead exhibited loss of capture suspected to be due to a microdislodgement or a piece of tissue stuck at the lead tip . No additional adverse patient effects were reported.